Event description:
Medtronic received information that prior to use of a bio-medicus cannula, the customer reported the red hemostatic cap was enlarged and it could not be sufficiently fixed to the connector of the main body of the cannula, and uneasiness was felt about using it. The device was replaced to complete the procedure. There was no patient involvement so no adverse effect occurred.

Manufacturer narrative:
Device evaluation summary: visual inspection of the opened device shows the red hemostasis cap has a loose fit. Reason for return was confirmed. Conclusion: after investigation at medtronic, complaint is confirmed for loose hemostasis cap. Analysis found the hemostasis cap to be distorted or loose on the cannula connector; there is a potential this was caused following cortiva coating at medtronic tijuana. It has been determined that if the hemostasis cap is placed fully over the protective sheath, the hemostasis cap will stretch. Previously, there were no process steps at tijuana preventing the placement of the hemostasis cap on the sheath. Notification has taken place with operations and the work instruction is in the process of being updated to prevent future occurrence. Review of the device history record at the supplier found no abnormalities during manufacturing that would cause or contribute to the reported event. Assessment against the medtronic risk management file dfmeca document indicates that the current risk zone does not exceed the risk zone predicted in the product dfmeca. There were no adverse patient effects as a result of this incidence. Medtronic has made its supplier aware and will continue to monitor for future occurrences and trends. This regulatory report is being submitted as part of a retrospective review and remediation per d00953163 as part of a CAPA action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.